Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps instrument was showing as expired and not engaging. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument underwent both internal and external inspections, during which issues unrelated to the customer's reported problem were identified. During the visual inspection, it was observed that the insulation on the conductor wire was damaged. The insulation exhibited signs of compression and damage. An electrical conductivity test was conducted, which the instrument passed. No other anomalies were detected.